Event description:
It was reported that a left shoulder ac joint revision surgery was performed on a patient because, the original construct had failed; the patient had a loss of ac reduction approximately 2 1/2 months post-op. Original surgery ((B)(6) 2008) was open distal clavicle. Also utilized in the original case was a peek tenodesis screw. No further patient information was provided at the time of this report or made available in multiple response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is graft failure and/or slippage, suture failure, knot failure, and/or patient non-compliance with the post-op protocol. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.